Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation so the cause of event cannot be determined.

Event description:
It was reported that the patient had rod in and had got infected so metalwork needed to be removed. Intra-op, the surgeon tried using the obturator which was on the set however one end sheared and the other twisted. The products came in contact with the patient. The product broke. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual and optical inspection confirms the tip is not broken. The tip has been deformed, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.